Event description:
It was reported by the perfusionist that catheter was placed in cath lab on (B)(6) 2009. Intra-aortic balloon (iab) was zeroed prior to insertion & fiberoptix sensor (fos) status was "ok." Pt was taken to operating room, where 30 mm difference noted between radial arterial pressure (ap) & fos ap pressures. Perfusionist calibrated fos, but fos would "drift down" as much as 50-60 mm from radial. Pt is now in ICU & continues to have "drifting" of fos pressures despite recalibration of fos. Md inserted a femoral a-line this morning for additional monitoring. Femoral systolic blood pressure is 110 mm, fos systolic bp is 30 mm. Perfusionist said radial & femoral ap pressures are more accurate clinical picture of pt. Clinical support specialist (css) verified that fos ap signal being used by pump & all other pumping is accurate. Css asked what central lumen pressure readings were. Perfusionist stated that central lumen ap waveform was flat & clotted off. Perfusionist was called to operating room & needed to end call, but will mark iab catheter to be saved for retrieval after removal from pt. Css stated perfusionist was not with pt at this time to provide serial # of pump or catheter.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.